Manufacturer narrative:
The correct information has been provided with this report.

Event description:
The call was clarified and it was reported that the customer removed the sensor and found the cannula was retracted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the sensor. The customer received sensor error, change sensor, and calibration error alarms. The sensor had a missing cannula. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.